Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of vascular dissection is listed in the xience xpedition everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The vessel was pre-dilated with a 2.0x10mm semi compliant balloon. The 2.75x48mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. A new xience xpedition stent used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.